Event description:
In 2008, the pt reported that his infusion set headset fell off while he was playing golf. He stated that he was using tegaderm and it fell off along with the headset after 3 hrs of use. The pt replaced the headset and he did not report experiencing any physiological effects. The pt was sent liquid adhesive and info on infusion site management. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.